Event description:
It was reported that a patient death occurred during extraction of a star fix 4195 lead. Additional information and cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.